Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed since no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, similar issues with this same product have been investigated and determined to be manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4). The first follow-up report indicated that no sample was returned for evaluation. A sample has since been received. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath that was broken into three pieces. The sheath was broken along the score lines creating two pieces and one of the tabs was separated from half of the sheath body creating the third piece. Microscopic examination revealed 2 blue stains and a small piece of sheath body adhered to the separated tab. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site. The lot number of this product is included on a recall that was initiated for this issue under our reference number 2518433-101415-009-r.

Event description:
It was reported that one of the wings broke off of the peel-away sheath making it difficult to peel away. The customer was able to finish the procedure successfully by using a bard micro puncture kit. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). This report is for the second in a series of consecutive product issues with the same patient. The initial event has been reported under MDR# 1036844-2015-00327. No sample is expected to be returned for evaluation.